Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 207, 179 & 110 mg/dl when all tests were performed 2 minutes apart on the active system. Reporter stated she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. It was not provided whether any actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.